Event description:
Customer reported no delivery alarms on his insulin pumps. He did two infusion set changes but the alarm persists. Customer's blood glucose is 419 mg/dl. He treated with the device. The connection was verified. Insulin exited the tubing when manually pushed with a plunger. Customer ran a manual prime and the device did not alarm no delivery. He was advised the device is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).